Event description:
Inop condition user called carefusion customer service and reported that the ventilator alarmed "vent inop" during pre-use check. Not on patient.

Manufacturer narrative:
The foreign biomed evaluated the device and determined the issue was caused by a malfunctioning turbine. He replaced it with a new turbine assembly and the ventilator subsequently passed the pre-check. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty component for evaluation. As of may 4, 2015 the alleged faulty component has not been received. Should the component be received and evaluated, a follow-up medwatch report will be submitted.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The part has returned, an evaluation is in progress; no results available at this time.